Event description:
Reported as "continual construction, adhesions on stomach. Band slippage."

Manufacturer narrative:
Taper I: visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device returned noted surgical-like damage to buckle and ring of band, as well as damage to band tubing. We believe all of the damage was likely caused during surgery to remove the device. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band respositioning and/or removal."